Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occluded target lesion was located in the severely calcified cephalic vein. A non-bsc guide wire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated to 6 atmospheres on the first inflation. During the second inflation, it was noted that the balloon ruptured at 6 atmospheres. Contrast leakage was found. No segment of the device detached inside the patient. The procedure was completed with a 2.0x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Tactile inspection and visual inspection under magnification were performed. There was blood in the inflation lumen and the balloon was tightly wrapped. The distal tip was damaged. Examination of the balloon did not reveal any damage or tears. Inspection of the hypotube shaft presented no damage or irregularities. Inspection under magnification revealed that the inner and outer shaft was punctured 4cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occluded target lesion was located in the severely calcified cephalic vein. A non-bsc guide wire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated to 6 atmospheres on the first inflation. During the second inflation, it was noted that the balloon ruptured at 6 atmospheres. Contrast leakage was found. No segment of the device detached inside the patient. The procedure was completed with a 2.0x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.